Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of greater than 600 (mg/dl). Reportedly, customer recently experienced a stroke, had an unidentified infection, and experienced high blood pressure which the contact believed could have played a factor in the elevated bg levels. Customer administered boluses to treat elevated bg levels; however, their bg levels remained elevated. Customer was admitted to the hospital on (B)(6) 2016 where they were treated with antibiotics and using the pump to try and resolve their bg issues. Troubleshooting with tandem technical support indicated pump was performing as intended. Reportedly, contact indicated that the customer only delivered boluses to treat bg levels and was not administering boluses for food. Multiple attempts were made by tandem's technical support to obtain additional information; however, no additional information regarding this event was provided.